Event description:
Overdelivery reported. A report was received that a pump was "giving more than it was programmed for." No further information available in this time frame despite repeated attempts to obtain information.